Manufacturer narrative:
One swan ganz pacing catheter was returned for evaluation. Customer report of pacing and catheter tip crushed issue was unable to be confirmed. No visible damage or abnormality was observed from catheter body, tip, balloon, windings or returned syringe. Continuity testing was performed on the distal and proximal circuits and there were no open, intermittent, or short conditions observed. The balloon inflated clear and concentric with 1.3 cc air and the balloon remained inflated for 5 min. Without leakage. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The affected unit was returned for evaluation and no defect was found. Therefore, a product non-conformance or device failure associated to manufacturing or design could not be confirmed. As part of the manufacturing process 100% of the units go through an electrical inspection process.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
As reported during use in patient this swan ganz pacing catheter did not pace. The size of the sheath introducer used with this catheter is unknown. There was no allegation of patient injury. The device will be available for product evaluation.